Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: potential adverse events (unites states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter: ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
Abiomed legal notified complaints team on 09sep2024 of a patient who had impella 5.5 support in 2023, in which the patient, located in south carolina, had a replacement 5.5 pump inserted. While on support, air was present and the pump was explanted 10 days after the implant. After the explant, the patient was found to have pleural effusions, pericardial effusion, and suspected thrombosis, and a mediastinal hematoma. Patient expired one day after impella explant.

Manufacturer narrative:
The investigation for the pleural effusions, pericardial effusion, suspected thrombosis, and mediastinal hematoma has been completed. The pump was not returned for the investigation. Pump serial number information was not provided. Data logs could not be retrieved without pump information. As per the clinical, the patient experienced multiple complications after impella 5.5 placement, including air in the pump, pleural effusions, pericardial effusion, suspected thrombosis, a mediastinal hematoma. The cause of the embolism issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the vascular damage-great vessel issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the vascular damage-peripheral vessel issue was not determined since product was not returned and sufficient clinical information was not provided.